Manufacturer narrative:
The manufacturer previously reported in box b: adverse event or product problem as adverse event which is updated to product problem due on pms decision. Also in box h: device manufacturers type of reported complaint is also updated to product problem. Also the health impact grid is updated accordingly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has difficulty breathing/short of breath, sinus infection. Medical intervention was not required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer